Event description:
Customer claims that when the alarm belt is detached, there is no alarm tone. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Product was requested to be returned for evaluation, and has not been received. (B) (4).